Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 4 months, 10 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient started had redness around the driveline site and the dressing blew opened. On (B)(6) 2018, patient was put on keflex 500 mg 2 caps for 10 days (3 times a day). On (B)(6) 2018, patient reported a mechanical fall with injury to abdomen resulted in an increase drainage and fever of 100 degree farenheit. Patient was admitted to hospital on (B)(6) 2018 due to increase drainage. On (B)(6) 2018, irrigation and debridement of driveline site was performed, jet lavage with possible wound vac placement. Patient was prescribed on oral antibiotics cephalexin for 10 days. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. The hm3 IFU lists infection as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended care of the exit site and information on infection prevention. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018, patient underwent an irrigation and debridment at driveline site.